Event description:
Report 2 of 2: it was reported that during use of bd max¿ enteric viral panel, a sample was false positive for both sapovirus and astrovirus. There was no report of patient impact.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report should be canceled because it is a duplicate of report 3007420875-2025-00195.

Manufacturer narrative:
D.2. Additional medical device type: pch. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported that during use of bd max¿ enteric viral panel, a sample was false positive for both sapovirus and astrovirus. There was no report of patient impact.